Manufacturer narrative:
(B)(4). The product upon which this medwatch is based has been received, however, the product evaluation is not yet complete.

Event description:
It was reported that the patient underwent an unknown procedure on unknown date and the absorbable adhesion barrier was used. Prior to the procedure, upon stock inspection, it was noted that there was an area on the package with a potential loss of integrity and this was not used in any surgery so there are no patient consequences.

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. The pouch received is sealed (not opened) and was manipulated. The sealing width is in specifications per the procedures. No hole, no channel was identified. The pouch appears wet outside the sealing area without impacting the pouch integrity. No defect regarding the pouch integrity was identified.